Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during an admission for bacteremia, the patient's lactate dehydrogenase level (ldh) was found to be 900 u/l and the patient's inr was high at 5.0. The patient was placed on IV heparin on an unspecified date. The patient's bacteremia was attributed to a ureteral stent placed in (B)(6) 2016 and was reportedly not related to the driveline or pump. The patient was treated with IV antibiotics. Incidentally, it was reported that during admission, a stool hemoccult test was positive. An endoscopy revealed polyps at an unspecified location which were removed during the procedure. The patient began bleeding again when they were re-started back on IV heparin post procedure. It was reported that the polyps were clipped, the patient no longer required blood transfusions, and the patient's hemoglobin and hematocrit levels were stable. The pump was functioning as expected. No further information was provided.